Event description:
After stenting of a vein graft, following deployment of the first stent, a second stent was sub-optimally deployed and misplaced. The pt experienced ischemia. The catheter was one of three ptca catheters used to expand this stent. The stent was successfully expanded, but all three balloons burst. Pt experienced a myocardial infarction during the procedure. Pt status is listed as "ok".